Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported will not alarm upstream occlusion when tested. Evaluation was able to reproduce the issue during testing as the device was unable to detect an upstream occlusion. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for upstream occlusion when tested. There was no patient involvement. No additional information is available.